Event description:
It was reported that during anesthesia slow increase of respiratory pressure (> 40 mmhg) and significant obstruction of ventilation was noticed.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. Reasons for obstruction with the patient could be ruled out after change of tube normal/regular ventilation was possible. There were no negative consequences for the patient. It was further reported that this complaint was reported by (B)(6). No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.